Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [2] photos were provided for investigation. Evaluation of the photos indicated black fm in the tube and incorrect stoppers (grey) were applied on the tube. Additionally, [100] retained samples were visually inspected, and no fm and no grey stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. No root cause could be established as the fm could not be determined from the photographs. H3 other text : see h.10

Event description:
It was reported when using the mayoly spindler tube vacutainer pet there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during the packaging (1) tube with a black trace inside the tube was found. It was removed from production."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the mayoly spindler tube vacutainer pet there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during the packaging (1) tube with a black trace inside the tube was found. It was removed from production."